Event description:
It was reported that during da vinci-assisted benign hysterectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report universal surgical manipulator (usm) 2 was working backwards. Site was able to work with the usms movements and was in a better working environment with regular mobility. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer to further investigate the reported event. The fse found that the issue was a user error. No issues were found with the system.

Manufacturer narrative:
The probable root cause is attributed to improper customer setup. Based on tse notes, the system issue was due to user error. It can be resolved by reprogramming and power cycling system, if necessary.

Event description:
Refer to h11 for follow-up information.